Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00046. The patient received her scs system on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two anchors. It was reported that the patient feels stimulation after turning her scs system off. The reported sensation is present when she lays down and is said to cause pain. An x-ray of the patient's scs system was taken; however, no visible anomalies were observed. Upon physical examination of the patient, a small lump was found at the lead incision site, but it could not be conclusively identified as the cause of the reported pain. Follow-up on the patient found that she recently underwent reprogramming to provide therapy coverage for her original pain pattern. No surgical intervention is planned at this time, however, the patient's situation will continue to be monitored.